Event description:
Eighteen discordant, falsely low sodium results were obtained on an advia 1800 instrument. The discordant results were reported to physician(s). The samples were rerun on a different instrument, and the corrected results were reported to physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer called the siemens technical solutions center (tsc) about the discordant sodium results. The customer was advised to change the ion selective electrode (ise), which the customer did. The cause of the discordant results was the ise electrode. The system is performing within specifications. No further evaluation of the device is required.